Event description:
It was reported that an innova 2100-iq was unable to produce x-ray imaging during an emergency coronary procedure. The users attempted restart operations to restore system function without success and consequently ended the procedure. The patient was monitored and stable. The patient experienced a hemorrhage at the puncture point the night following the event. Medical intervention was necessary to stop the hemorrhage. Since the event another coronary exam was successfully performed. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow up report will be submitted when the investigation has been completed.

Manufacturer narrative:
(B)(4), patient information is considered confidential and will not be released by the hospital.